Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9337429. Customer states that the needle with the shield was separated from the hub. Both returned syringes were tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863709] noted for out of spec shield pull. There were two (2) notifications [200864499, 200842714] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the hub separated from the device on 2 occasions. The following information was provided by the initial reporter, translated from japanese to english: the needle with the shied was separated from the hub.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the hub separated from the device on 2 occasions. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle with the shied was separated from the hub.